Manufacturer narrative:
Device was returned to synovis for repair on january 18, 2007, since the device was manufactured in approx 1992. It was decided not to repair but replace the device. No additional info is available at this time. It add'l pertinent info becomes available, a supplemental report will be submitted. Device lot numbers not reported to MFR, therefore manufacture and expiration dates unk.

Event description:
Anastomotic coupling device was used during a lateral thigh flap/internal jugular vessel procedure on an hiv positive pt. The coupling device seized up right at the end of the procedure and would not turn left or right. The surgeon removed the device surgically and proceeded to hand sew the end to side lateral thigh flap to the internal jugular vessel. No pt injury occurred.